Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a test ECG cable and multifunction cable including bench handling, power cycling, and ECG monitoring stress testing via pads and leads without duplicating the report. The defib cable receptacle was inspected with no evidence of fretting found on the pins. The device was recertified and returned to the customer. Review of the device log found no evidence of the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.